Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During servicing, the monitor failed pulse testing with associated service code 203 - pulse test fault and code 102 - charge profile fault. Upon evaluation , there were broken solder connections at pins 6, 11, 12, and 13 of component u901 (quad micro power op amp). The cause of the pulse test failure and service codes is the broken solder connections cannot be positively identified but is likely mechanical shock from physical impact. No adverse event resulted from the broken solder connections. The last pt to sue this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed incoming pulse testing with associated service code 203 and service code 102. The last pt to use this monitor did not report any deficiencies.